Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubble at the bottom. Customer¿s blood glucose level was unknown. Customer was not able to remove the air bubble from the reservoir and size of air bubbles were big. The device will not be returned for analysis.